Event description:
The bands would not hold the varices. The md fired five bands and they fired well and seemed to stay on the varices. After the last banding, when withdrawing the scope the md noticed four bands sliding off the varices. Contact states pt had hepatitis and the varices were large but were not bleeding before the ligation. After the ligation the pt started bleeding. The pt returned to surgery two days later with bleeding varices and expired. An unk agd scope was used. Contact unsure of lot number.